Manufacturer narrative:
The investigation determined that the cause of the event was consistent with a sample/reagent pipetting issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys insulin on a cobas e 411 immunoassay analyzer. No units of measure were provided. The sample initially resulted in an insulin value of 2 and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 15. The insulin reagent lot number was 633436, with an expiration date of 31-oct-2023.

Manufacturer narrative:
The field service engineer performed preventive maintenance on the analyzer. Probes and pinch valves were replaced. No further issues occurred after these actions.